Event description:
It was reported that the rv lead was capped due to sustained loss of capture, failure to sense, and abnormal high pacing impedance of 1990 ohms. No patient complications were reported as a result of this event.